Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: h3, h4, h6 and h11. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 11 years since the subject device was manufactured. The device was returned to olympus for inspection, and the reportable malfunction was not confirmed. Based on the results of the investigation, neither a root cause nor a problem cause could be determined. This conclusion is supported by the fact that the inspection results from the repair department confirmed that the occurrence of the error code e103 (lamp check error) was not reproduced, making it impossible to presume a cause. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the light source received a lamp check e103 error code. There were no reports of patient harm.

Manufacturer narrative:
E1: full establishment name- (B)(6) hospital. The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.